Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Patient identifier: multiple = (B)(6).

Event description:
The customer obtained an increase in low calcium results while using the alinity c processing module. The following discrepant results were provided: sample ID (B)(6): initial 0.86 mmol/l, retest on original alinity 2.37 mmol/l and second alinity 2.48 mmol/l. Sample ID (B)(6): initial 0.65 mmol/l, retest on original alinity 2.68 mmol/l and second alinity 2.60 mmol/l. Sample ID (B)(6): initial 0.93 mmol/l, retest on original alinity 2.43 mmol/l and second alinity 2.55 mmol/l. Sample ID (B)(6): initial 1.37 mmol/l, retest original alinity 2.22 mmol/l and second alinity 2.31 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Further evaluation of the customer's issue determined the likely cause was the alinity c processing module, list 03r67-01and not the alinicy c calcium assay list 07p57-20. Suspect medical device was updated throughout to reflect this change. Abbott technical representatives performed a site visit, inspected the analyzer and replaced multiple parts. While troubleshooting the issue the r1 probe tubing was found pinched from the installation of the pipettor head cover. The issue was resolved by replacing the r1 probe tubing (alnty c rgt pr tb). No additional calcium result issues have been reported since the service activity was completed. The alnty c rgt pr tb, was determined to be the likely cause for the issue. A review of the service history for the analyzer identified no contributing factors and no subsequent issues have been reported associated with discrepant or erratic results. A review of manufacturing documentation and trending data for alnty c rgt pr tb identified no issues or trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the result issue described in this complaint. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the alinity c processing module was identified.